Event description:
Reporter states that the extension set leaked at the connection to the continu-flo set during prime of normal saline. It was reported that there was no tight securement noted. It was revealed that the extension was changed to a new one and the problem was solved. It was reported that the tubing was "perforated." There is no report of pt or staff injury.